Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
Customer states the device is passing opchecks but has a red x. No pt involvement.